Event description:
The facility representative contacted baxter to report a flogard infusion pump in which the door handle was broken. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the general patient ward. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a flogard infusion pump with a broken door handle was confirmed during product evaluation. The root cause of the reported problem was determined to be a cracked door latch. Appropriate action was taken to correct the reported problem by replacing the pump head door and latch.